Manufacturer narrative:
Additional information was received that the physician did not believe that the pain and weakness was device or procedure related. Symptoms were noted upon waking up. Patients weakness was reportedly persisting. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient went to the emergency room (ER) and had an early lead pull due to pain and numbness. No device malfunction was suspected. The patient was hospitalized due to weakness.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 21043966, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient went to the emergency room (ER) and had an early lead pull due to pain and numbness. No device malfunction was suspected. The patient was hospitalized due to weakness.